Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during dwell 3 of 4 on the homechoice (hc). The home patient (hp) was connected at the time of the alarm and had not disconnected prior to alarm. The technical service representative (tsr) explained alarm. The tsr attempted to have the hp check for open clamps or leaks. Hp said she did not have leaks or open clamps. Tsr explained how to clear alarm. The cause of the alarm was undetermined. Hp stated they want to turn the hc off and will remove cassette tomorrow. Tsr advised to follow up with the nurse in the morning. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 4 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer reported the ventilator failed pre-operational testing of the ventilator due to an inhalation autozero solenoid failure. There was no patient involvement and therefore no patient harm. If the solenoid malfunctions and cannot open, this task cannot be performed and affects the accuracy of the system pressure measurement. Failure of the autozero solenoids while in use could result in a vent inop condition. Vent inop, if in use on a patient, will stop providing ventilatory support to the patient. The service technician replaced the sensor board and three station solenoid to correct the problem. Extended self testing and performance verification testing was completed and tests passed to operating specifications.

Manufacturer narrative:
(B)(4).the device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.